Manufacturer narrative:
No conclusion code available; failure event observed during analysis. External insulation abrasion was noted at 21.3 -21.6 cm, 25.2-25.6 cm, and 38.1-38.7 cm from the connector pin, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.